Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement vertek arm shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the vertek arm slips at the starburst end after the handle has been tightened. The returned vertek arm is well worn and is over four years old. Mechanical failure, malfunction - will not tighten, directly caused event.

Event description:
A medtronic representative reported a navigation system vertek arm that would not stay in the locked position. The site found this concern outside of surgery. There was no patient present when this issue was identified.